Event description:
It was reported that there were issue with growth on the agar and erroneous results with a bd vacutainer® c&s transfer straw kit. The following information was provided by the initial reporter: (8 of 32) it was reported the customer was having problems with interfering growth on the macconkey agar. (Urine tube) bap lot # 492373, reading >100 , mac lot # 467878, reading 4.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Further follow up was conducted with the customer, and educational materials were sent regarding proper urine specimen collection for this product. The customer relayed to bd tech services that the issue was now infrequent (about twice a month). Additionally, the customer indicated they would share the urine educational materials with the staff. Bd will continue to monitor for additional complaints and emerging trends. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were issue with growth on the agar and erroneous results with a bd vacutainer® c&s transfer straw kit. The following information was provided by the initial reporter: (8 of 32). It was reported the customer was having problems with interfering growth on the macconkey agar (urine tube). Bap lot # 492373, reading >100 , mac lot # 467878, reading 4.